Manufacturer narrative:
Product complaint # (B)(4). Additional product code: kwp; kwq; mnh; mni; osh. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the surgeon revised an l4/5 fusion. The hardware (expedium verse & matrix x-link) was all losing due to infection and nonunion. One of the lock caps had come off as well. Patient and procedure outcome were unknown. This complaint involves four (4) devices. This report is for (1) 5.5 exp verse screw 7.0 x 45. This report is 3 of 4 for (B)(4).